Event description:
Burette IV tubing had a valvole smartsite port leak which caused medication to leak into bed. Unclear how much was lost. Dose or amount: 10 ms, frequency: hourly, route: IV drip. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: hypoglycemia.